Event description:
The implantable cardiac resynchronization therapy-defibrillator (crt-d) system was returned and the right ventricular lead subsequently tested out of specification. Further information obtained indicated the patient died of heart failure. The physician stated that the patient developed a hematoma after the crt-d system was implanted that became infected. The entire crt-d system was removed, and "about a week later" the patient died of heart failure.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4):: the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, and the helix was distorted/bent. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the helix/lobe was distorted/bent and there was blood. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.